Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
As reported by the user facility information by bbm sales organization in germany: "underinfusion" according to the customer: "infusomats space allegedly give an end-of-infusion alarm before the specified volume has been infused. The infusomat therefore gives an alarm because the entered volume of e.g. 200 ml has been completely infused, but according to ms. H. This volume has not been infused. Period: the incidents all occurred in the last week when it was over 30 degrees in munich. Premises are not air-conditioned. Number of units and patients affected: 7 units were affected. 7 patients were affected. Patients had to be sent home again before the end of therapy due to the problems. Staff had to work overtime. A change of line or infusion machine was unsuccessful."